Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed to charge too often. The patient was charging every 1-2 days and this is different than before. The patient has not recently been reprogrammed or switched to a new group. The patient also has not recently increased parameters. Therapy impedance values were 1339 b1 1191 b2. The recharge interval calculation showed 34 days. B1 7.2v 600 pw 1139 ohms, b2 6.5v 600 pw 1191 ohms. The rep reported they made a change today. The patient had beenusing a different version of group a and a group b, but changes were made today because the patient lost 100 pounds and group a with adaptive stimulation was not providing benefit anymore. On (B)(6), the patient switched to group b with no success. Therapy impedance was greater than 300 0hms. The patient did not have the recharger with them so recharging statistics were not reviewed. The rep reported that the recharge belt doesn¿t work for the patient. The patient had something at home to try. The rep reported the ins is placed a bit high, so the recharger has difficulty sitting flat against the ins. The rep reported 8 boxes was typical for the patient. The troubles charging began about 7 months ago. The rep said the recharger connection at the pin is loose, but it still works. It was reviewed to contact patient services for a replacement if this becomes an issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the battery was draining frequently because the patient was maxing out their voltage in order to received pain relief. No further complications are anticipated.